Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on 08/25/2015 with the following findings: call service 054 errors were observed in the black box on 07/10/2015. Pump reboot events were observed in the clearing of the alarms. There were battery compartment cracks observed below the grip pad. The audio bolus button cover was misaligned and peeling from the pump. The keypad was unresponsive to user inputs due to the audio bolus button emitting a constant single as a result of an inverted contact. There was no evidence of a power issue found during the investigation.